Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ischemic stroke while recovering in the intensive care unit (ICU) and had a right-side deficit. The patient continued to be assessed and monitored in the ICU. There were no changes to patient condition or anticoagulation status that may have contributed. The patient experienced right sided hemiparesis initially and once extubated, they were noted to be aphasic and confused. Neurology was consulted and serial head computed tomography (CT) scans were performed. The patient had initiated heparin on (B)(6) 2025. Neurological function had not returned. The patient was getting daily head cts, which were all stable, neurological checks, and had a planned tracheostomy/percutaneous endoscopic gastrostomy (peg) for (B)(6) 2025.